Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. However, photographs of the device were received from the end user. The photos exhibited a deformed distal curve shape - bends within the very distal curve. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. Product was disposed of by end user.

Event description:
After successful implant of a 23 mm lotus valve, a pericardial effusion was discovered in the post-procedural tte. Patient was all the time stable and the effusion was aspirated during a cardiocentesis. Blood gas analysis showed the aspirated blood to be oxygenated, so left ventricular which excluded the pacing electrode to be the root cause. During insertion of the safari wire during the initial procedure some deformation was recognized whose provenience was not clear (introduction, interaction with pigtail etc.). The safari wire exited damaged. Vascularaccess femoral right. No prior brachytherapy of target area. Mild iliofemoral tortuous, no calcification. Significant resistance encountered inserting, no significant bend. Unknown stenosis and ejection fraction. No valvuloplasty